Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and there was contamination observed on the force sensor assembly. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was visible evidence of green contamination on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number:2531779-03/24/2010-003-r.